Event description:
Customer reported the insulin pump alarmed button error. Customer had to revert to old insulin pump while she waited for new device to arrive. Customer states she tries to keep the device dry while she was exercising. Customer inserted the device in a baby sock. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.